Manufacturer narrative:
The insulin pump had unresponsive up arrow buttons due to mositure damage to the keypad traces. The displacement test could not be performed due to the unresponsive buttons. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the "b" button and the act button were not responding. Insulin pump will be replaced.